Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, after registration, the camera cart went black. A manufacturer representative swapped camera carts with another system and a different interconnect cable and the system worked normally. However, it was reported that the registration they had done was not on the system. They checked previous registrations and did not see anything there. The camera cart with the black monitor did have a green light on the camera. There was no splash screen upon boot up. Site aborted use of navigation as they had just made the incision on the patient. The procedure continued and there was no reported impact to patient outcome. There was no reported surgical delay due to the issue. A manufacturer representative called back and performed troubleshooting. They re-sat the power cables from the monitor to the uninterruptible power supply (ups) and then they got power to the monitor. Technical services (ts) reviewed the archives and a previous registration was present.

Manufacturer narrative:
Further software analysis was performed. However, the software evaluation found that a probable cause was unable to be determined. It was noted that the logs and archive were reviewed and provided no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through image analysis. Analysis found that based on the information provided it does not appear that software contributed to the reported behavior. The monitor issue appears to be due to cabling, and the patient archive that was sent in does contain a registration. If information is provided in the future, a supplemental report will be issued.